Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73k1600535 investigation did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples do not grab the skin properly. The patient's condition was reported as fine.